Event description:
It was reported that there was far field r-wave over-sensing during atrial blanking on the right atrial (ra) lead. The ra lead remains in use. No patient complications have been reported as a result of this event.